Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced left sided breast pain. Patient was replaced with two 450cc mentor memorygel right breast implants. Reason for device explant and/or reoperation: breast mass and breast pain manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old primary breast augmentation surgery with a 450cc mentor memorygel left breast implant and a 475cc mentor memorygel right breast implant experienced left sided breast mass and right sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass. Manufacturer¿s reference number: (B)(4).